Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the surgical procedure was completed successfully. There was no delay nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) removed and reinstalled the abd module several times and could not duplicate the reported complaint. Release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the central control monitor (ccm) displayed a question mark where the air bubble detector (abd) should be displayed. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.